Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Based on the results of the investigation, it is likely by electrical continuity failure due to the water invasion of scope connector and breakage of image sensor unit due to kinked insertion section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the distal end plastic cover had chips and scratches, the distal sheath was stretched, and the adhesive removed, the distal sheath glue was chipped and lifting, the forceps passage was restricted, the brush passage was restricted, there was no image and error b30 (scope communication error) due to a fluid invasion at the body control unit and scope connector, the bending section failed electrical continuity test zero ohms, the charged coupled device shrink tubing was torn, the insertion tube was buckled with scratches and a heavy dent underneath boot, the control body had fluid inside, the scope connector was wet with fluid and had corrosion, and the angulation up/down was out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope had no image. The issue was occurred during a diagnostic procedure. There were no reports of patient harm.